Manufacturer narrative:
(B)(4): on examination, the keypad was noted to be torn at the up arrow button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the audio bolus button was difficult to push but was responsive. The audio bolus button cover was removed for investigation and revealed no evidence of contamination found under the contact. All of the keypad buttons were responsive when tested. The keypad cover was removed for investigation and revealed contamination under the contact of the contrast button.

Event description:
The patient contacted animas on (B)(6) 2012 and reported the audio bolus button was intermittently unresponsive and required multiple presses to elicit a response. The patient denied damage to the audio bolus button. The patient reportedly wore the pump attached to a belt and did not clean it. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.